Manufacturer narrative:
The faradrive sheath was returned for analysis. Upon receipt at our post market quality assurance laboratory, and no abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The complaint allegations were confirmed through product analysis. Correction to the initial MDR in block(s) brand name (d1), common device name (d2a), in section d - suspect medical device, initial reporter phone (e1), initial reporter fax (e1), init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that faradrive steerable sheath clear selected for pulmonary vein isolation procedure. Air was detected immediately after inserting the faradrive sheath and cs , ce catheters were inserted into the patient. It was observed inside the syringe with continuous microbubbles being drawn in. A leak was confirmed. No air was seen inside the sheath after removing the dilator. The sheath was aspirated. No damage was noted on the catheter or sheath. The sheath was irrigated using an infusion pump model is unknown at flow rate of 20 ml/hr. Bubbles were observed in the syringe, but no air was seen in the patient. The guidewire was in position before the farawave was inserted. The leak was identified immediately after inserting the faradrive when air was confirmed and microbubble were continuously drawn in to syringe. It is unknown whether the leaking fluid was leaking fluid was saline or blood as product immediately replaced with a different a lot. Some abnormalities were noted during preparation or use of the sheath. Procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.

Event description:
It was reported that faradrive steerable sheath clear selected for pulmonary vein isolation procedure. Air was detected immediately after inserting the faradrive sheath and cs , ce catheters were inserted into the patient. It was observed inside the syringe with continuous microbubbles being drawn in. A leak was confirmed. No air was seen inside the sheath after removing the dilator. The sheath was aspirated. No damage was noted on the catheter or sheath. The sheath was irrigated using an infusion pump model is unknown at flow rate of 20 ml/hr. Bubbles were observed in the syringe, but no air was seen in the patient. The guidewire was in position before the farawave was inserted. The leak was identified immediately after inserting the faradrive when air was confirmed and microbubble were continuously drawn in to syringe. It is unknown whether the leaking fluid was leaking fluid was saline or blood as product immediately replaced with a different a lot. Some abnormalities were noted during preparation or use of the sheath. Procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.